Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor found the syringe hub was broken, causing leakage. Additional information was received to clarify the needle hub attached to the syringe was cracked. No patient harm reported. A new kit was used to finish the procedure. The patient's condition is reported as fine.

Event description:
It was reported the doctor found the syringe hub was broken, causing leakage. Additional information was received to clarify the needle hub attached to the syringe was cracked. No patient harm reported. A new kit was used to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for analysis. Visual analysis of the introducer needle revealed one large vertical cracks in the needle hub. The hub also contained numerous stress marks. Microscopic examination confirmed the damage. Functional inspection could not be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub had vertical cracks in multiple areas. A device history record review was performed with no relevant findings. A CAPA has previously been initiated to further investigate this issue. Based on the CAPA investigation, design caused or contributed to this event. The needle hub from this complaint was manufactured prior to implementation of corrective actions. Teleflex will continue to monitor and trend reports of this nature.